Event description:
During preventative maintenance of the device, the service rep reported, the roller pump occlusion knob was difficult to turn. The rep found that the isoflurane vaporizer was mounted immediately above the clicker causing it to melt onto the occlusion knob. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress but not concluded.